Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found a blown power fuse. The fe replaced the fuse and verified the system's functionality. The system's operator manual indicates a warning to the user that the table top can move freely when no power is applied to the table. The manual also instructs the user to monitor the table for movement to avoid injuries.

Event description:
It was reported longitudinal movement of the table. There was neither injury reported nor patient involvement. Te concern is for a serious injury if a patient were to become unsteady and fall as result of the floating table.